Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output at the time of implant. The physician elected not to implant the ipg. Another model 1130 was successfully implanted.